Manufacturer narrative:
Complaint confirmed, the 1.6 mm drill bit was found to be stuck in the drill guide metallic section, which also broke off from the handle. Heat damage was observed on the handle. Available features were measured and found to meet specifications. A likely cause of the event is prying/leveraging the drill bit during use, resulting in excessive friction and heat.

Event description:
On (B)(6) 2021, it was reported by a arthrex employee via e-mail that a ar-8717ds-0910 dynanite is damaged. This occurred during an unknown procedure when used normally, the dollar part was damaged. The case was completed using a new product. No additional information provided. Additional information requested. Additional information provided on 12/23/2021: the procedure being performed was a akin osteotomy. The drill was damaged in the guide, all debris produced was removed. A new drill of an unknown part number was used to complete the case.